Event description:
Smiths medical international, ltd., has been notified that a user alleges that while using a tracheostomy tube, air leakage was discovered after three and one half months in use. The tube was replaced. The tube had been successfully used for three and one half months. No pt injury reported. Home pt.